Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the log files for this event were reviewed. The investigation could not confirm the reported issue of the implant fit being too tight. The investigation found evidence that there was array movement during the second verify checkpoint step. The steady hip movement strongly indicates array motion, which likely caused the observed lateral tightness. Checkpoints were not obtained per the instructions for use. In conclusion, the investigation found that no single root cause could be established. As the pointer tool was not used to verify the resection cuts, the accuracy of the cuts could not be measured. There are no defects found with the system or software. The assignable root cause was determined to be due to the user.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that on xray the patient was varus but then gaps presented valgus. It was reported that they went through and re registered everything and got the same data. They then did the planning screen with a neutral varus/valgus cut on the tibia. When cutting the tibia, it was thought that it would not be enough bone on the lateral side. We doublechecked with the pointer that the resection was according to the plan. They tried to do a trial, but were way too tight laterally. We then opened the manual tibial cut guide and with a neutral cut resecting one millimeter medial, it resected about 4mm lateral. We were then able to get trials in. The graph showed we were -5 on the lateral side flexion and -3.5 lateral extension while trialing. At this point the knee felt balanced so we took out pins and completed the case." There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.